Event description:
It was reported that the patient was admitted to the hospital for dementia. A chest x-ray showed that the right atrial lead tip dislodged due to twiddlers syndrome. The lead exhibited intermittent loss of sensing. The mode was reprogrammed to deactivate the lead.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.